Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide device after a diagnostic coronary angiography with left heart catheterization procedure using a 6f sheath. Reportedly, resistance was noted during advancement of the proglide device into the anatomy. The suture was deployed successfully; however, during removal, the footplate got stuck and would not retract. Due to the patients anatomy and vascular access, when trying to remove the device it kinked and separated in half. A vascular surgeon emergently removed the portion that got left inside. The puncture site was required to be enlarged, but the vessel was not incised. There was no vessel damage. Hemostasis was achieved with manual pressure along with the suture of the same proglide device after the surgeon removed the broken device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. Difficultly to advance, deformation due to compressive stress, and difficulty to open or close could not be confirmed due to the condition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure and appear to be related to an interaction with patient anatomy /calcium contributing to the reported guide break resulting in entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.